Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient was diagnosed with stress urinary incontinence status post multiple surgeries in the past and underwent implant of bard/davol flat mesh. On (B)(6) 2004: the patient was diagnosed with intrinsic sphincter deficiency, stress incontinence and underwent a transobturator tape using a non bard/davol "monarc" urethral sling followed by cystoscopy. Attorney alleges unspecified adverse patient outcomes associated with use of bard/davol flat mesh device.